Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804.26 was discovered and confirmed in the pump's event history by a baxter service technician. The failure code was found out to be user induced and no repair was necessary. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be not identified. The conclusion (device failure directly caused event) better represents the reported problem than (user error caused event) as the problem was confirmed but user error did not cause the event.

Event description:
The facility reported a colleague infusion pump with a failure code of 804.26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.